Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. "The beast is hard and deformed, but without pain". With fold, waves and rotation. The color of the device was observed to be changed, during surgery. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.